Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer tried to clear the alarm but it did not work. Customer uses the energizer alkaline battery. Customer had to discontinue pump use and is following his/her medical prescription for insulin shots until the replacement arrives. No additional information provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with no (act, up and escape) button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to buttons not responding.